Event description:
Pt had successful uncomplicated pci with placement angio seal closure device in right femoral (B)(6) 2014. Approximately 1 week later, pt. Developed hives from waist down, which was temporarily relieved on with po benadryl only to recur with right foot pain and right groin tenderness. On (B)(6) 2014, pt presents to emergency room with oral temp 101.8f, right site tenderness, right foot and leg pain, with occasional sharp shooting pain. Plavix, bp medication, and benadryl were not given from this point forward. Pedal pulses were +1 palpable bilaterally, no discoloration or edema was noted to right leg or else where on the patient's body. Antibiotics were given. (B)(6), 2014 pt is pulseless after being found unresponsive in his hospital room. After 20 mins of acls perfusing, sinus rhythm was obtained, pt. Was (B)(6), and care was later withdrawn. Autopsy was declined and overwhelming medical consensus for cause of cardiac arrest was pulmonary embolism. Diagnosis or reason for use: hemostasis.